Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. Though the distributor inspected the ues-40, there was no irregularity found. Also, on (B)(4) 2012 (before the subjected matter) the distributor reported that the power supply of the user facility had not been normal and it had been rectified. The exact cause of the reported phenomenon could not be conclusively determined, however there was possibility that it had been attributed to user handling and/or environment of usage. Olympus stated appropriate handling of the ues-40 in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user performed the turis (transurethral resection in saline) procedure to resect the prostate on (B)(6) 2012. During the procedure no abnormality was observed and the user performed the procedure successfully. On (B)(6) 2012, the pt returned to the user with some difficulties and pain. The user performed cystoscopy and necrosis and urethral burns were found. Then the pt was kept in the hospital.